Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of heartmate ii lvas, serial number (B)(6). The account reported that the patient had high ldh and free hemoglobin levels. An angio CT on (B)(6) 2020 reportedly revealed an occlusion in the outflow graft. The pump was exchanged on (B)(6) 2020. Submitted photos confirmed pump thrombosis within the inlet stator; however, the report of an outflow graft occlusion could not be confirmed via the submitted photos. The pump was returned with the driveline cut approximately 2.0¿ from the pump housing. The distal remaining portion of the driveline was not returned. The sealed inflow conduit was not returned. The outflow graft bend relief was returned with the outflow graft collar; however, the sealed outflow graft and graft attachment were not returned. Upon disassembly of the returned pump, examination of the distal side of the inlet stator and the rotor inlet section revealed red, denatured thrombus rings adhered to the inlet bearing cup and ball. The evidence of laminated layering indicate that the thrombus formations developed in these locations for an undetermined amount of time while the pump was operating. The two thrombus rings appeared to have similar color and structure and were likely a single formation prior to disassembly of the device. The thrombus formations found in the pump could have contributed to the patient¿s elevated ldh. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. After removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 09feb2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft in section 5 "surgical procedures". This section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The user is instructed to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had high ldh and high free hemoglobin due to pump thrombosis. Log files showed a normal range for all pump parameters. An angio CT was performed on (B)(6) 2020 and showed signs of an outflow graft occlusion. A pump exchange from heartmate ii to heartmate 3 was performed on (B)(6) 2020. The outflow graft occlusion and the pump thrombosis was confirmed during the pump exchange.